Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display. The patient's blood glucose at the time of incident was 6.5 mmol/l. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. A new aaa alkaline battery was inserted again but the display did not return. The customer was sent a replacement battery cap and the new battery cap did not resolve the blank display issue either. Though it was determined that the insulin pump was eligible for replacement, the device was not returned for analysis.